Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the hcp on 2018-apr-03. It was reported that the cause of the patient headaches was not determined. The explant of the pump did not resolve the patient¿s headaches. The patient¿s weight was reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 10 mg/ml morphine at minimum. The reason for use was spinal pain. It was reported that right after implant ((B)(6) 2018) the patient started having headaches. The caller stated that the next day the pump was programmed to minimum rate mode. The patient had been on 0.5 mg/day. It was also reported that at some point, they had removed the medication from the pump but the patient demanded to have the pump removed. The caller stated that the pump had been explanted on (B)(6) 2018. The change in therapy was noted to be ¿sudden.¿ the managing hcp had the most information regarding the event. There were no further complications reported/anticipated.